Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems due to infected mesh and abdominal abscess and vaginal scarring. It was also reported that the plaintiff underwent revision on (B)(6) 2011, wherein the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute oxycodone and hydrocodone toxicity.